Event description:
A hospital reported to our distributor that six rt040 full face masks 'are apart in the package won't hold seal'. We believe this to mean that the mask cushion of the rt040 full face mask separated from the mask frame. No pt consequence was reported.

Manufacturer narrative:
The devices are expected to be returned to fisher & paykel healthcare. No info to date. Results - investigation still underway. Our records indicate that one other complaint (total two complaints) of this nature has been received for the given lot number. Conclusions - no conclusion can be made at this time.